Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with kefzol (cefazolin) (2g daily; route and duration not reported) and on an unknown date the patient started treatment with biotum (ceftazidim) (2g daily; route and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. Fourteen days after the event onset, the patient was discharged from the hospital and recovered that same day. No additional information is available.